Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 35 mg/dl. Food and soda were consumed to address the low bg. The customer stated that the low bg occurred due to not eating after a bolus of insulin was delivered and participating in a high energy activity. Tandem technical support advised the customer to discuss the event with a healthcare provider.